Manufacturer narrative:
The returned device was evaluated and the investigation found that the cannula was not deployed properly due to a needle mechanism failure. The root cause was determined to be mechanism rails-wings did not capture slide insert. Lot release records were reviewed and the product lot met all acceptance criteria. The mylife omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose level reached 20 mmol/l (360 mg/dl) after wearing the pod between 4 and 24 hours.